Manufacturer narrative:
Eighteen years or older. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in a severely calcified and severely tortuous unknown coronary artery. The 3.50x8mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The device was removed from the patient and stent damage was noted. The procedure was completed with a 3.0x8mm taxus liberte stent without patient complications. The patient condition post procedure was reported to be good.